Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: did the top jaw break off of each device? Did retrieving the broken jaws from the patient cause a change in the plan of care for the patient? Are the broken jaws being returned with the device? Or, were the broken jaws discarded? If the top jaw did not break off of the device, what part broke off? Did the electrode or ceramic break off of the device? If yes, are the broken parts being returned with the device or have the broken parts been discarded?

Event description:
It was reported that during a laparoscopic hysterectomy procedure that part of the jaw broke and fell in to the patient. All pieces that broke off were retrieved. It was unknown how this was accomplished. It was unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #m9259x. The device was returned with the upper jaw detached not returned. In addition, the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to the I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.